Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. The device had minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were not working. Customer's blood glucose was over 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.